Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The caller reported that the 8dfen tracheostomy tube was placed in the patient in 2009, and later was found leaking the following day. They cut the pilot line off of the tracheostomy tube and used a repair kit. They will remove the tracheostomy tube later at an unspecified time.